Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, and basic occlusion test. There was no motor error alarm noted during testing. However, the unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. It was not possible to perform the occlusion test and excessive no delivery test due to the prime/refill anomaly. The following cosmetic damage was also noted on the device: cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump receives spontaneous motor error alarms. The patient's blood glucose at the time of incident was 5.2 mmol/l. The customer does not recall any significant events leading up to the motor error alarms. The pump can be rewinded. The insulin pump was returned for analysis and a replacement device was shipped to the customer.